Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a 3.5 cls guide catheter and a 0.035 guidewire crossed the left coronary artery, with which the left coronary trunk was selectively catheterized, a 0.014" extra support guidewire was advanced to the distal end of the artery bypassing the lesion. Pre-dilatation was performed with a 2.0x15mm balloon catheter. Subsequently, a 24 x 4.00 rebel stent was advanced; however, the stent failed to progress through the lesion and it was noticed that the shaft of the stent was broken. The procedure was completed with a 3.5x20mm rebel stent. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.

Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by manufacturer: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. At 24.8cm from the strain relief there was a hypotube separation. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous hypotube kinks, and contrast was present in the inflation lumen. The balloon was tightly folded, and the stent was found to be intact and in place. Product analysis confirmed the reported events, as there was a hypotube separation and numerous hypotube kinks to the device. The damage could contribute to the reported difficulties crossing the lesion. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. After a 3.5 cls guide catheter and a 0.035 guidewire crossed the left coronary artery, with which the left coronary trunk was selectively catheterized, a 0.014" extra support guidewire was advanced to the distal end of the artery bypassing the lesion. Pre-dilatation was performed with a 2.0x15mm balloon catheter. Subsequently, a 24 x 4.00 rebel stent was advanced; however, the stent failed to progress through the lesion and it was noticed that the shaft of the stent was broken. The procedure was completed with a 3.5x20mm rebel stent. After the procedure, the introducer was removed and a compressive bandage was applied over the puncture site. No patient complications nor injuries were reported.